Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator flashed an amber light, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported complaint. The generator was installed into the test system and failed. The amber light was on. The visual inspection shows e-100 generator in good condition. The complaint regarding e-100 flashed amber light was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure due an amber led issue. The procedure was completed using an erbe generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was encountering a flashing amber instrument light on the e-100 generator when connecting the vessel sealer extend (vse) instrument. The reporter explained the staff moved the vse instrument cord to the erbe generator and the instrument worked with no issues. The staff was proceeding with the procedure with the vse instrument connected to the erbe generator. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter responded that the procedure was completed robotically with an integrated electrosurgical unit erbe (erbe) generator. Patient information is confidential and will not be provided.